Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was printing gibberish. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the thermal printer was not printing. A field service engineer (fse) removed the existing printer drivers and installed a new printer driver. The station was then fully operational. The system functioned as intended after the field service engineer troubleshot the device.